Event description:
A 6f angio-seal vip was deployed and collagen reportedly entered the artery. The pt had a cold leg and an occlusion was identified through ultrasound and an angiogram performed of the puncture site. The physician ballooned the site of the femoral stick from the contralateral side. The pt was reportedly stable following the procedure.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.